Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/27/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   The following information was requested, but unavailable: * how long was the delay? * were there any unexpected outcomes or complications as a result of the prolonged surgery time? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time?

Event description:
It was reported that a patient underwent a hysteroscopy on (B)(6) 2021 and the endoscope sheath was used. During surgery, the small pixie scope was used as the patients cervix was extremely narrow. On introducing the biopsy forceps to take a biopsy, the end of the sheath split. The product was disposed. There was no apparent injury to patient, no bleeding, and no evidence of damage. There were no adverse patient consequences reported.